Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, the device failed a test step during testing. The device's active exhalation control module and three-way solenoid valve were replaced to address the issue. The solenoid valve was evaluated by the manufacturer's product investigation laboratory (pil) and found the solenoid valve functioned as designed and operated without issue or error codes.

Event description:
A ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, the device failed a test step during testing. The device's active exhalation control module and three-way solenoid valve were replaced to address the issue.